Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator batteries were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display x-rays and the system displayed a precharge malfunction error message. Attempts to reboot the system were not successful. No patient injury was reported.